Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 50 mg/dl, cause was unknown. Customer declined to provide details about the ER visit, therefore no additional information was obtained. System check with tandem technical support confirmed the pump was functioning as intended; however a replacement pump was sent to resolve the issue.